Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event before eating his dinner. The consumer's wife reported the consumer calculated his pending meal at 70 carbs and administered 5 units of insulin prior to eating dinner. The consumer's dinner was delayed due to a phone call subsequently experiencing a hypoglycemic event requiring medical and emergent food intervention. Consumer refused transport to a hospital so he was given emergent food to raise his blood glucose level. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.